Event description:
Clinic notes dated (B)(6) 2013 note that the patient has an increase in seizure frequency. The notes indicate that the patient's last seizure was on (B)(6) 2013 and that the patient is compliant with medication. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. It was later reported that the patient underwent generator replacement surgery due to the increase in seizures. Attempts to obtain additional information have been unsuccessful to date. It is unknown if the generator will be returned to manufacturer for analysis, but the generator has not been received to date.